Event description:
Material no.: unknown batch no.: unknown. It was reported by the regulatory agency that the patient experienced reactions involving chloraprep. (B)(4). Maternal exposure during pregnancy v.24.0. Premature delivery.

Manufacturer narrative:
This case was deleted since it was reassessed as a no new information to already existing cases. This was opened in error.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown, batch no.: unknown. It was reported by the regulatory agency that the patient experienced reactions involving chloraprep. Per (B)(4) maternal exposure during pregnancy v.24.0. Premature delivery.